Manufacturer narrative:
The complaint was confirmed by the repair technician. Visual inspection confirmed a liquid substance resembling oil and corrosion was affecting the components of the drill. The affected components were replaced and the drill returned to the customer.

Event description:
It was reported that an oil-like substance was observed to leak from the pneumatic roto osteotome drill after a procedure. It was confirmed that the substance did not come into contact with the patient. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that an oil-like substance was observed to leak from the pneumatic roto osteotome drill after a procedure. It was confirmed that the substance did not come into contact with the patient. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not returned to manufacturer.